Event description:
It was reported that, during pacemaker system implant, the helix of the implantable pacing lead (ipl) was blocked after the first unsuccessful placement attempt and could not be retracted in order to change position. The physician was able to extract the lead by force and implant a new lead of the same model successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
Correction: product event summary : the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.